Event description:
Customer received a false positive result on 19-feb-2024 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 31041c, reader sn (B)(6)). A repeat cue covid-19 test performed on the same day provided a negative result. Customer tested negative on an undisclosed date with two lucira, two ihealth and two binaxnow covid-19 tests. Customer had no known exposure and confirmed cartridges were stored within the validated temperature range.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The complaint history was reviewed and there were two previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.